Event description:
It was reported that the external pulse generator showed signs of fluid ingress. The device was dried out and then the battery was fitted. The generator was returned for service. There was no indication of patient involvement in this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comment, there was contamination on the main printed circuit board (pcb), heart lead flex, encoder flex, liquid crystal display (lcd) display, two pcb screws, one board connector cable, the lead flex cover, battery release, and the upper and lower cases (both of which were also broken). Analysis also found that the ring cover and two side bail covers were broken, the keyboard pad had cosmetic damage, the battery contacts were compressed, the ring was bent and the battery drawer (latch) had a dent.